Event description:
A provider reported that a patient's vns system was exhibiting high lead impedance and the patient was experiencing painful stimulation near the generator and in the left neck. The impedance was reported to be 9,888 ohms. The device was disabled and the patient was referred for revision surgery. It was subsequently reported that the patient underwent surgical intervention but only the pulse generator was replaced as it was determined that lead replacement was not necessary. Pre-surgical system diagnostics showed lead impedance as high/>=10,000ohms. Upon opening the pocket the surgeon did not find any visual anomalies with the header/lead pin connection. The lead was removed from the generator and attached to a new pulse generator and a normal lead impedance of approx. 2,600 ohms was measured via system diagnostics. Several more system diagnostics were performed while the surgeon palpated the generator site and the neck electrode site and in each case the measured lead impedance was within normal limits. A test resistor was inserted into the old pulse generator and generator diagnostics revealed an expected lead impedance of approximately 4000 ohms. Device manufacturing records were reviewed for the pulse generator and no unresolved nonconformances were noted prior to device shipment. Review of available programming and diagnostic data revealed no anomalies. The explanted pulse generator is expected to be returned for product analysis but has not been received by the manufacturer to date.

Event description:
During product analysis no anomalies were identified and the pulse generator performed according to all functional specifications. The septum was not cored and no other surface abnormalities (such as sharp edges, header delamination, open pockets, decomposition, corrosion or voids) were noted. A test resistor which was returned with the device fully inserted into connector block with no issues. A bench lead fully inserted into the connector block with no issues and the in-line cavity go gauge test passed. The battery showed an ifi = no condition. Review of device memory data and programming/diagnostic history for the explanted device confirms that a high impedance condition was detected on (B)(6) 2016 (9,889 ohms) and the high impedance condition was still present on the date of explant (10,028 ohms, (B)(6) 2016). A subsequent reading of 4,042 ohms was observed on the date of explant corresponding to the post-explant measurement with the test resistor. Review of device memory data and programming/diagnostic history for the newly implanted device reveal normal lead impedance values, as reported. No unexpected data was identified for either the explanted generator or the newly implanted generator.

Event description:
The explanted pulse generator was returned to the manufacturer and is currently undergoing product analysis. It was reported that the battery status of the explanted pulse generator was neos = no and the device was replaced prophylactically. Programming and diagnostic data was obtained from the user's programming system and is currently undergoing review.